Manufacturer narrative:
Investigation summary: bd has been provided with photo for catalog 301942 lot 1901146 to investigate for this record. Visual examination of the photo shows the label with no lot number on the printed label. As a result, bd was able to verify the reported issue. Bd concluded that the cause of the problem was related with some unexpected problem in the printing machine. As a consequence, only the middle of the reported shelf carton label was printed. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that label error occurred with a syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, "no lot number on the middle package." 100 occurrences reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred with a syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, "no lot number on the middle package." 100 occurrences reported.